Event description:
On (B)(6) 2016 the a1059 mayfield modified skull clamp was being used on a female patient undergoing a cervical spine procedure. She was positioned for this type of surgery. The torque screw opened at the end of surgery and injured the patient with a laceration. Her head was bloody and she presented with red stripes at the side of her head. The event led to an increase of surgery time of 30 minutes.

Manufacturer narrative:
Integra has completed their internal investigation on 12/09/2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: evaluation was unable to conclusively verify customer information as valid. During investigation we have observed that there is play in the locking mechanism. The play in the locking mechanism would not have caused the end users experience. Device history record reviewed for this product ID work order / lot # 161/139300 a total of (B)(4) were manufactured on 03/23/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "opened " for this product ID shows that 8 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary we were unable to duplicate the end users experience. This issue will be monitored. The mayfield patient positioning for success chart has been provided in the below link as a refresher tool.